Manufacturer narrative:
Insulin pump received with serial number label fading. Insulin pump received with a high sleep current measurement, problem isolated to the electrical board. No unexpected replace battery now alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose level was unknown. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the replace battery alert. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.